Manufacturer narrative:
(B)(4) service representatives evaluated the system and confirmed the benevision n12 monitor was properly generating audible alarms. System logs were reviewed and no issues were observed; the reported issue could not be confirmed.

Event description:
It was reported that on (B)(6) 2021 at 09:22 pm a patient experienced an asystole event, and the benevision n12. Monitor failed to produce an audible alarm. A visual alarm was seen flashing by the nurse. The patient expired.